Manufacturer narrative:
The distal portion of the mvp-7q system was returned for analysis. Upon inspection, the pushwire was found to be separated into two segments at the threaded bushing. The separated proximal portion of the pushwire was not returned for analysis. The threaded bushing was found to be properly engaged into the threaded insert. A detachment test was performed; the threaded bushing was successfully detached from the threaded insert. Visual inspection showed no irregularities outside the detachment zone. The plug was found to be not fully opened as the membrane cover of the struts were found to be stuck together. In addition, holes were found on the membrane cover. Based on gross analysis and scanning electron microscopy (sem), the report of non-detachment was confirmed. In addition, the device¿s pushwire was observed to be separated. The sem analysis was unable to determine cause for the pushwire separation. It is possible the lack of continuous flush during the procedure caused blood or contrast to build up on the detachment zone and contributed to the non-detachment issue. Because the pushwire was unable to detach, continuous rotation likely damaged the pushwire subsequently causing the separation. The product analysis does not suggest a potential manufacturing issue. All products are 100% inspected for damages and irregularities during manufacture. Per the mvp instructions for use, ¿in order to achieve optimal performance of the mvp system and to reduce the risk of thromboembolic complication, a continuous saline flush should be maintained between access sheath and guide catheter, microcatheter/catheter and guide catheter, and microcatheter/catheter and guidewire and mvp system.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that an mvp-7q did not detach during a procedure. The procedure type, intended implantation location, vessel diameter, and vessel tortuosity could not be obtained. The mvp was prepared as indicated in the IFU. A continuous heparinized saline flush was not used during the procedure; the staff at the facility stated that a continuous flush is rarely used during peripheral vascular procedure. It was reported that at detachment, the torquer was rotated counter-clockwise (in the direction of the arrow on the torque device.) The torque was rotated several times (exact number not known) continuously with intermittent pauses to check for detachment. When the mvp did not detach, the device was removed from the patient. It was reported that after removal, the plug portion of the mvp detached from the pushwire while the physician was handling the device. A different device was inserted and detached successfully. There were no reports of patient injury in connection with this event. The plug is expected to be returned; the pushwire was discarded during the procedure.